Event description:
During knee arthroscopy, the end of the scissors broke. The surgeon had to open the arthroscopic surgery in order to remove the broken piece. A back-up device was available.

Manufacturer narrative:
Device was received with lower jaw broken free. The break is an uneven shear indicating forces being applied. There is a large gouge on the right side of the edge and much added forces would be needed to cut with a device in this condition. The device was almost 4 years old at the time of the event.